Event description:
It was reported that customer was dissatisfied with her sensors. She stated that they are unreliable and often inaccurate to an unacceptable degree. Her blood glucose was unknown at the time of reporting. She also stated that her insulin pump stopped working unexpectedly on a few occasions. She declined troubleshooting. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.